Manufacturer narrative:
There has been no further reports regarding this issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after implant of this implantable cardioverter defibrillator (ICD), the patient had a heart rate in the 50 beat per minute range. This was suspected to be oversensing of air bubbles. Technical services discussed that this issue typically resolves within 24-48 hours. No adverse patient effects were reported.